Event description:
According to the reporter: occurred during a sleeve procedure, while stapling the pylorus, the manual stapling handle is locked and broken between the shaft and handle in operation. The stapler was not able to fire. The distal staple line was incomplete. It was fixed by firing another reload. Small pieces from inside the stapler fell in the cavity but it was retrieved by the surgeon immediately by using a grasper. Another stapler was opened and the case was completed. There was no patient harm. The current patient status is fine.